Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the insulin pump had motor errors and button error, one button was loose. Customer¿s blood glucose level was unknown at the time of incident. Customer state that squirted insulin when priming and scratches on casing and screen. Insulin pump had random no delivery alarm. The insulin pump will not be returned for the analysis.